Event description:
It was reported that the patient presented in-clinic with an episode of non-sustained rv oversensing. Review of the egm showed probable emi. The patient had a stent placed and returned to work for one day when the emi event occurred. No further episodes seen since then. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.